Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-11265. It was reported that balloon rupture occurred. The target lesion was located in the subclavian vein. After a wallstent was implanted, two xxl¿ vascular balloon catheters sized 14-2/5.8/75 and 14-4/5.8/75 were advanced for post-dilatation in unknown order. However, during inflation at 6 atmospheres, the balloons ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.